Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was displaying an "er2" message. Per the onetouch ultra2 owner's booklet, an error 2 message can be due to "a strip or meter problem". The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that the alleged issue began at an unspecified time in the morning of (B)(6) 2012. The patient stated that she manages her diabetes with oral medication (unknown type and dosage), diet, and exercise and denied making any changes to her usual diabetes management routine in response to the reported issue. A few hours after the alleged issue occurred, the patient claimed to have developed symptoms of being "shaky". On (B)(6) 2012, at 10:30am, during an appointment with her doctor, the patient received advice from her hcp to "get a new meter". The cca noted that the reported issue remains unresolved with troubleshooting. Replacement products were sent to the patient. Although the patient did not receive any medical treatment for an acute complication of diabetes, this complaint is being reported because the patient developed symptoms suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.